Event description:
The pump alarmed shortly after administration of the patients' morning medications which included an IV push dose of phenergan. D5 1/2 normal saline was infusion at 125 ml/hr. The pump alarmed stating "channel disconnected". The nurse "unlocked and reconnected" the channel and then noticed the upper fitment "sticking out". When the channel was opened a bulge was identified. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
Manufacturer's report date: 03/05/2015. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.